Event description:
It was reported that during central processing the instrument prograsp forceps had broken or loose cable. There was no patient involvement and no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken/loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the complaint regarding broken/loose cable was not confirmed by failure analysis. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No broken or loose cable damage was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument moved intuitively with full range of motion in all directions. Additionally, the instrument was found to have a broken grip at the grip base. A piece approximately 0.73" x 0.23" was found to be broken off. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.